Event description:
Procedure type: roux-en-y. According to the reporter: the tissue was not cut upon performing esophago jejunostomy. The anvil was placed in the esophagus and the device was inserted into jejunum. After firing, the device could not be removed and the surgeon grasped the oral side of the esophagus with psi forceps and cut the tissue to remove the device. Anastomosis was performed again with a new eea25. No reinforcement material was used. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).